Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 120 mg/dl (performa combo) and 68 mg/dl (performa ii). On (B)(6) 2017 customer allegedly received the following results, with two different meters, within 10 minutes: 100 mg/dl (performa combo) and 66 mg/dl (performa ii).readings occurred with different vials/lot numbers . Customer is not sure which lot numbers were used with each set of results. The unknown vials are no longer available, and the lot number can not be provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.